Manufacturer narrative:
Review of the available programming and diagnostic history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
During review of programming and diagnostic history, it was observed that the vns patient¿s device was tested on (B)(6) 2012 and system diagnostic results revealed high impedance (impedance value >= 10,000 ohms). The high impedance condition resolved the following day. No patient adverse events were reported.